Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected the cause was electromagnetic interference (emi) at the time of measurement. Ts discussed that if the source of emi couldn't be found, the patient should be brought into clinic to perform a vector breakdown while doing isometrics and pocket manipulation. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. A manual remote transmission from this crt-d was received. The shock impedance was measured at 45 ohms and was stable. The patient noted their power went out when the measurement of zero ohms was recorded. It was determined this crt-d was functioning as intended.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected the cause was electromagnetic interference (emi) at the time of measurement. Ts discussed that if the source of emi couldn't be found, the patient should be brought into clinic to perform a vector breakdown while doing isometrics and pocket manipulation. This crt-d remains in service. No adverse patient effects were reported.